Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the alerts were not able to be heard after the ios updates. No additional event or patient information is available.